Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that finishing an endoscopic vein harvesting procedure using vasoview hemopro 2, the cable would not detach from the jaws. Per the photo, it shows the wire from the end of harvesting device .there was no patient harm.

Manufacturer narrative:
Tw # (B)(4) updated sections. Corrected section: d1-brand, model, catalog#-changed to ext cable/vh 4030; d4- UDI# changed; lot# & exp date-both removed; h4-removed.

Event description:
The hospital reported that finishing an endoscopic vein harvesting procedure using hemopro2 extension cable, the cable would not detach from the jaws. Per the photo, it shows the wire from the end of harvesting device .there was no patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/15/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The base of the harvesting device was observed attached to the cable connector. No other visual defects were observed. An investigation was conducted on 04/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The one connector end was observed to be intact. The other connector end was observed to be intact, however, the base of the harvesting device was observed still attached to the cable connector end. The base of the harvesting device was unable to be removed from the connector end of the cable. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "connection problem" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.